Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: outflow graft; location unknown. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: obstruction and malposition. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: repair, mobilize and shorten outflow graft. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Specific component(s) involved: outflow graft malfunction/malposition.